Event description:
The pt received 2 scs anchors with the same lot number. It was reported, the pt is experiencing pain at her scs anchor sites. The physician believes the anchors need to be buried deeper into the facia and separated. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.